Event description:
It was reported that a bd venflon pro safety IV catheter was used to provide general anesthesia for cataract surgeries on (B)(6) 2015. On (B)(6) 2015 the patient had a follow up appointment with her ophthalmologist and complained that she could feel something in the back of her hand which was slightly tender. The patient received an ultrasound and an x-ray which detected what appeared to be a retained piece of catheter tubing. The patient followed up with a vascular surgeon and went to a hospital on (B)(6) 2015 to have the catheter fragment surgically removed. There was no obvious catheter fragment seen macroscopically upon vein removal, but microscopically a very small particle of catheter tubing was visualized. A sample was not retained for further evaluation.

Manufacturer narrative:
A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).